Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (64 mg/dl). Customer is new to the pump and reported that it will take time for healthcare provider to adjust pump settings. Customer addressed low blood glucose by drinking a coke.